Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine follow-up, episodes of non-sustained rv oversensing due to atrial undersensing were observed. The physician elected to take no action.